Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Caller reported via phone call that insulin pump was not administering bolus correctly. Caller reported that bolus amount programmed did not show on insulin pump. Customer's blood glucose was 336 mg/dl. Insulin pump would be replaced per healthcare professional's request.